Manufacturer narrative:
Section was incorrectly selected as adverse event previously when it should have been product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient saw eri on their ins. The parameters were run through and were noted: 6.8 volts 60 hz 450 usec 10 hours/day 700 ohms (estimate) 22 months. The rep said that the patient was on higher parameters for a week. Technical services ran a battery calculation at max voltage, micro seconds, rate, 24/7 usage with 700 ohms and it was 22 months at eos. The patient wasn't on such a high setting since a week after implant. The rep electrode impedance is 871-1087 ohm range as the rep didn't get group impedance. The rep was meeting with the patient the next day. It was reported that there was a premature battery depletion. The patient saw eri on their programmer on (B)(6) 2017 and was confirmed the following day. The patient's battery was a little less than 2 months old. Eri with current settings should be around 23 months. No symptoms were reported. No further complications were reported at this time.